Manufacturer narrative:
The user facility submitted medwatch 4100070000-2017-8059 for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set leaked during infusion in the emergency room (ER). The reporter stated that the hub came loose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.